Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7048462, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an infection. The physician believed that the infection was device related. The patient underwent an explant and was placed on antibiotics. The patient was doing well postoperatively.